Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention for diabetic ketoacidosis (dka) and hyperglycemia because of the pod malfunctioned as it was not delivering enough insulin. The patient's blood glucose level was not reported. The patient experienced vomiting and dizziness. The patient received diagnosis of hyperglycemia and dka. As treatment, the patient received intravenous fluids and insulin. No additional information was provided regarding the event, pod wear duration, or outcome.